Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 23-24. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
On (B)(6) 2018, the patient went to the emergency room due to experiencing a rash about the size of the pod ((B)(6)). The rash was itchy, warm to the touch, and painful. The rash also resulted in broken skin which caused bleeding. Fucidin cream was provided for treatment to apply until the skin was clear. A new pod was activated but the problem continued to persist and the patient had to apply the cream to multiple sites ((B)(6)). The exact sites are unknown but varied between the legs and abdomen. The duration of pod use is also unavailable as the time worn on each site varied. No further information was available.

Manufacturer narrative:
The returned product was evaluated and no issues were observed with the adhesive pad. The bottom housing and cannula assembly were inspected and no damages or defects were observed that would contribute to issues at the infusion site. The exact cause of the reported symptoms could not be conclusively determined.